Manufacturer narrative:
The user reported absent aortic and left ventricle placement signal waveforms. The returned pump passed the laser continuity test. The data logs confirm 'placement signal not reliable' alarms and show an optical sensor drift within indicated design life at 51 days. The placement signal trended down while pump flows trended up before placement signal went out of range. The cause of the issue was determined to be due to material wear of the optical sensor. The user also reported hematuria. The cause of the injury was not determined due to insufficient clinical details.

Event description:
It was reported that a patient with st-elevated myocardial infarction was implanted with an impella 5.5. The patient developed hematuria that was resolved with unknown intervention. Additionally, the pump generated a, "signal not reliable" alarm with absent aortic and left ventricle placement signals waveforms. Later, care was withdrawn and the patient expired.